Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporters phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had cassette not attached error on the screen. It is unknown if there was patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. Contamination found at dso sensor and at around the latch/lock area was the cause. Replaced the dso sensor, latch/lock, flex sensor and lcd lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.